Event description:
It was reported that a collimator blade error occurred in the middle of an exam, preventing x-ray exposure. The system did not recover after the first reset, therefore resulting in a non-recoverable loss of x-ray imaging. No injury was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
This malfunction was determined to be reportable as this similar malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00069.